Event description:
The complainant reported that during a ureteroscopy procedure, while trying to capture a stone in a zero tip nitinol stone retrieval basket, it was observed that the device would not retract, and the basket would not close. It is not known if the lack of device closure was caused by the stone size. The procedure was completed with another zero tip nitinol stone retrieval basket device. No pt injuries or complications were reported. Pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).